Manufacturer narrative:
The insulin pump was received with a35 error alarm during rewind test. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No motor error alarm noted during our testing. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to a35 error alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 235 mg/dl. Customer was unable to complete the rewind. The customer was advised that the device would be replaced. The customer was advised to refer to a backup plan. The customer was advised to return the pump with battery and zero out basal rates. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 122 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer report did not motor position encoder error alarm. Customer was unable to complete pump rewind due to pump alarm. The customer was advised that the device would be replaced.